Manufacturer narrative:
The problem was due to low flow at the diode unit. After the repairment of this unit, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "chiller 2 error".